Manufacturer narrative:
Complaint conclusion: as reported, the indicator window of a 6f exoseal vascular closure device (vcd) still did not change color. Ultimately, the device was removed, and manual compression was used to achieve hemostasis. There was no reported patient injury. Postoperatively, a 6f exoseal was used for vascular closure and hemostasis. When the device was slowly withdrawn at an angle of approximately 50°, the pulsatile blood flow in the bleed-back indicator ceased. The operator then withdrew the device a further ~1 cm slowly, but the indicator window did not change color. Further slow retraction and multiple adjustments of the angle were attempted, but the indicator window still did not change color. The procedure was a neurosurgical procedure with a retrograde puncture via the right femoral artery using a non-cordis short sheath. The operator has many years of experience using exoseal. Additional information was requested but not provided. One non-sterile exoseal vascular closure device 6f, was returned for investigation. Visual inspection showed that the deployment lever was not depressed, the guard was not locked, and the plug was in the manufacturing position. The indicator wire was found fully deployed. A 6f non-cordis sheath introducer was returned and was inserted on the unit. The indicator window was received in the black/white position. No additional anomalies were observed during this visual analysis. A deployment simulation evaluation was performed. Before proceeding with the simulation, the guard was locked. During the analysis, the indicator wire was pulled to achieve the black/black position in the indicator window. Then the deployment lever was fully depressed, achieving the indicator wire retraction and plug deployment as expected. Additionally, the indicator window black, white, and red position was obtained as well. A high magnification evaluation was executed to evaluate the internal mechanism of the device. During this analysis, no abnormal conditions were observed. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device since the window achieved full transition and the device successfully deployed. The internal mechanism showed no anomalies. The exact cause of the issue experienced could not be conclusively determined during analysis. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. However, as the device was received with the cowling/guard not locked, it is likely that any issues experienced when attempting to use the device may be related to handling factors of the cowling/guard during use as the condition indicates an incomplete depression of the cowling/guard may have occurred. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the indicator window of a 6f still did not change color. Ultimately, the device was removed, and manual compression was used to achieve hemostasis. There was no reported patient injury. Postoperatively, a 6f exoseal was used for vascular closure and hemostasis. When the device was slowly withdrawn at an angle of approximately 50°, the pulsatile blood flow in the bleed-back indicator ceased. The operator then withdrew the device a further ~1 cm slowly, but the indicator window did not change color. Further slow retraction and multiple adjustments of the angle were attempted, but the indicator window still did not change color. The procedure was a neurosurgical procedure with a retrograde puncture via the right femoral artery using a non-cordis short sheath. The operator has many years of experience using exoseal. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.